Manufacturer narrative:
The ge service rep replaced snubber assembly on and heard popping noise come from x-ray tube. Fuse on snubber assembly was also bad after popping noise. He replaced x-ray tube and another snubber assembly. Primary collimator was transferred to new tube. Then calibrated system. System checked out ok and is fully functional.

Event description:
The customer reported that the system made a popping noise during a continence study. Then the kv went to 120 kv and there was no image on the monitor. No patient injury was reported.